Event description:
Boston scientific crm received info from the patient's wife in a letter that her husband passed away due to our device malfunctioning. The letter did not provide a date of death and boston scientific crm has been unable to confirm the date of death. In the letter, the wife claims that this pacemaker was included within a subset of devices affected by a physician communication regarding the low voltage capacitor (2006). She asserts that she and her husband had requested that the pacemaker be removed and replaced shortly after notification of the advisory, but were refused. In the letter, the wife also asserts that in a conversation with a guidant field rep, the physician had said not to worry about it. She blames our company 100% for her husband's death

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event available to the company at this time. If add'l info becomes available, the event will be updated as necessary. On june 23, 2006, guidant corp (now boston scientific crm) issued a physician communication regarding a well-defined subset of devices manufactured using low-voltage capacitors from a single component supplier may perform in a manner that leads to device malfunction, including intermittent or permanent loss of output or telemetry, or premature battery depletion. Boston scientific crm does not have sufficient info to determine that this device behaved in the manner described in the advisory.